Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The darrah retractor snapped in half in the middle of the case.

Manufacturer narrative:
Examination of the submitted device confirmed the end has broken off. The device exhibits scratching and wear. Although the root cause of the breakage is inconclusive, it is suspected the device was leveraged side to side during use resulting in the breakage. A complaint database search finds no additional reports against the complaint sample product and lot combination. A two-year complaint database search against product code (B)(4) finds no additional reported events. Based on the inability to conclusively identify the root cause and the low frequency of reported events, no corrective action is being pursued. Monitor future reports of device breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.